Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe with disposable needle "filtration of the liquid, between the metal part of the needle and the plastic hub of the needle = 4 units. Broken needle cap = 17 units (photos attach). Deformed syringe body (burned) = 3 units. Broken needle (metal part) = 1 unit. No needle = 1 unit. Damaged piston (deformed) = 3 units." Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: the syringe lot was manufactured in line 2 in 3 days with 5 shifts with a total of 26 hours during which the production is monitored through the frequency rit0225ctis01-04 rev.17, where characteristics were evaluated in the assembly stage such as: syringe assembled correctly (visual method vs drawing), syringe without damage (visual method) and syringe without missing components also in the packaging stage it is evaluated : blister without perforations, seal not opened or seal without wrinkles (visual method), during the frequency take 40 pieces per hour, completing a total sample size of 1,040 pieces with a limit of acceptance of 0 and rejection of 1. Additional they review the process parameters all within the operation window and almost in the middle of it. The final batch was inspected by quality control, taking a sample of 120 pieces with an acceptance criterion with 1 rejection and with 0 obtaining conforming results within an aql = (B)(4), for which the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. The assembly needle lot was manufactured in nip line 1 in 2 days with 3shifts with a total of 16 hours during which the production is monitored through the frequency rit0225ctis04-01 rev.8 where characteristics in the assembly stage were evaluated such as: damaged, fractured hub and shield (visual method), during the frequency take 50 pieces per hour, completing a total sample size of 800 pieces with a limit of acceptance of 2 and rejection of 3. Additional they review the process parameters all within the operation window and almost in the middle of it. The final batch was inspected by quality control, taking a sample of 150 pieces with an acceptance criterion with 1 rejection and with 0 obtaining conforming results within an aql = (B)(4), for which the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests a historical review of the non-conforming product is reviewed to assess if there have been problems in manufacturing in the fy'18 due to leakage in assembled needle, it is confirmed that there have been no problems in manufacturing due to this event 10 pieces of retention samples were sent to the quality control laboratory for a visual inspection evaluation, syringe leak and assembled needle leak, the results were in accordance. For the leakage defect given that there is no sample, a pnc revision of the fy'18 was made in an assembled syringe and this defective is not included in the manufacturing history that has been presented so far, additional as part of the tests performed on the assembled needles is performed the functional test of "liquid leakage" according to the provisions of it-04-37-CT-is-16 complying with iso7864: sterile hypodermic needles for single use (version in force) the result of the lot used in the manufacture of the syringe is in accordance. For this defect according to ep-is-02-01, there is an alq = (B)(4), which represents that for an equivalent lot size, 618,500 pieces could have 3 defects. Regarding the defect of a broken sleeve, an attempt was made to reproduce the defect in the nip line, which is the area of the needle assembly, this was not reproducible since it only makes a double in the upper part but it cannot break the sleeve , the possibility was evaluated in the syringe and needle assembly line where it was discussed with the mechanics of the equipment and indicate that the defect is very unlikely to occur but this can be generated by misalignment of guides or sleeve entry disc as shown in image 2. For this defect according to ep-is-02-01, there is an alq = (B)(4) which represents that for an equivalent lot size 618,500 pieces, 10 defects could be had for the defect of the deformed (burned) syringe since there is no sample, it is not possible to evaluate the defect in a better way, but for this defect, according to ep-is-02-01, there is an alq = (B)(4). Which represents that for an equivalent lot size 680,400 pieces could have 14 defects. For the broken needle defect, there is no evidence to evaluate it and it determines if the defect could be generated from a supplier or was a process, however for this defect, according to ep-is-02-01, there is an aql = (B)(4) which represents that for an equivalent lot size 618,500 pieces could have 10 defects. For the defect without needle, there is no evidence to evaluate it and it determines if the defect could be generated in the manufacturing process, however for this defect according to ep-is-02-01 it has an aql =(B)(4) which represents that for an equivalent lot size 618,500 pieces could have 5 defects. For the damaged embolus defect, there is no evidence to evaluate it and it determines where the defect can be generated, however for this defect, according to ep-is-02-01, there is an aql = (B)(4), which represents for an equivalent lot size 680,400 pieces could have 5 defects. During the documentary review, no evidence is found that the defect could have been generated during the manufacturing and the retention samples were compliant, however, 2 of the 6 defects reported are outside aql. Investigation conclusion: for the leakage defect given that there is no sample, a pnc revision of the fy'18 was made in an assembled syringe and this defective is notincluded in the manufacturing history that has been presented so far, additional as part of the tests performed on the assembled needles is performed the functional test of "liquid leakage" according to the provisions of it-04-37-CT-is-16 complying with iso7864: sterile hypodermic needles for singe use (version in force) the result of the lot used in the manufacture of the syringe is in accordance. For this defect according to ep-is-02-01, there is an alq = (B)(4) which represents that for an equivalent lot size 618,500 pieces, there could be 10 defects. For the defect of the deformed (burned) syringe since there is no sample, it is not possible to evaluate the defect in a better way, but for this defect, according to ep-is-02-01, there is an alq = (B)(4). Which represents that for an equivalent lot size 680,400 pieces could have 14 defects. For the broken needle defect, there is no evidence to evaluate it and it determines if the defect could be generated from a supplier or was a process, however for this defect, according to ep-is-02-01, there is an aql = (B)(4) which represents that for an equivalent lot size 618,500 pieces could have 10 defects. For the defect without needle, there is no evidence to evaluate it and it determines if the defect could be generated in the manufacturing process, however for this defect, according to ep-is-02-01, there is an aql = (B)(4) which represents that for an equivalent lot size 618,500 pieces could have 5 defects.

Event description:
It was reported that the bd plastipak¿ syringe with disposable needle "filtration of the liquid, between the metal part of the needle and the plastic hub of the needle = 4 units. Broken needle cap = 17 units (photos attach). Deformed syringe body (burned) = 3 units. Broken needle (metal part) = 1 unit. No needle = 1 unit. Damaged piston (deformed) = 3 units" found before use. No reports of serious injury or medical intervention noted.